Event description:
It was reported that the patient's vns indicated high impedance at an office visit where the patient indicated it felt like he had a bump in his neck from the vns lead. The physician indicated that he could not see anything wrong at the electrode site. No trauma or manipulation was reported and patient is not experiencing any adverse events. Attempts for further information are in progress. Surgery to replace the patient's vns lead and generator is likely.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.